Event description:
Pt with newly inserted feg tube also had pre-existing pd catheter in abdomen. Nurse attempting to access peg tube for feeding accessed the pd catheter and attempted to set up for tube feedings. The rn did not note that pt had more than one catheter in the abdomen and thought that she was accessing the peg tube.